Event description:
(B)(4). Weight gain, bloating, allergies, mood swings, anxiety, abdominal pain, horrible cramping, long heavy periods, blood clots, decaying of teeth, fatigue, dizziness, depression, high cholesterol, constant rash.